Event description:
It was reported that a high blood glucose event occurred with an unknown cause. The specific blood glucose value was not provided, but it was indicated as "high." The customer addressed the issue by administering a correction injection via multiple daily injections and was advised by technical support to consult their healthcare provider and to call for troubleshooting if another high blood glucose event occurs.